Event description:
It was reported that reline mas reduction screws were utilized with the robot for this case. Black excelsius array with an adapter was utilized. Two excelsius arrays were set up with mas reduction drivers and verification of these arrays was challenging. The camera was having a hard time seeing these arrays. Spheres were manipulated multiple times and both driver arrays were tried. Once the camera was able to see the arrays, it took multiple verification attempts and manipulation.

Manufacturer narrative:
It was reported in the initial event evaluation form (eef) that this procedure was aborted. However, on (B)(6) 2025, it was clarified that the usage of excelsiusgps was aborted due to a misplaced implant. The failure mode for the misplaced implant was investigated under 3004142400-2025-00140. Through additional follow-up it was determined this eef was incorrectly marked as an aborted procedure. As a result, this failure that led to this complaint being classified as a reportable event does not meet the reportability criteria as per the MDR reportability checklist. The user reported difficulty with the verification of the excelsius universal arrays. The verification of instruments can be affected by non-device related factors such as passive spheres, verification technique, or lighting, damage to the array or damage to the instrument. Troubleshooting techniques that can be used when being presented with instrument verification issues include: adjusting or replacing the array spheres, verifying instruments off the end effector, switching out the instrument or array, or reducing reflection caused by operating room lights. As part of the investigation, both universal arrays were returned and swapped. Ultimately, the case was completed using a competing system with no adverse effect to the patient reported. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The following sections were updated for this supplemental report: b4, d4, g6, h2, h3, h6, h10.

Manufacturer narrative:
The case logs have not been reviewed for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that reline mas reduction screws were utilized with the robot for this case. Black excelsius array with an adapter was utilized. Two excelsius arrays were set up with mas reduction drivers and verification of these arrays was challenging. The camera was having a hard time seeing these arrays. Spheres were manipulated multiple times and both driver arrays were tried. Once the camera was able to see the arrays, it took multiple verification attempts and manipulation.